Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture came out of the needle during the first stitch. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the suture detached from the needle. Functional testing was not performed due to the damage to the device. The cause of the reported failure is a supplier manufacturing issue. CAPA-00484 was opened to address this issue.